Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The evaluation has not been completed at this time. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a diagnostic procedure, the evis exera iii video system center does not display an image. The patient information was displayed but the screen was black. The procedure was completed using the same device. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned to olympus repair department and it was not possible to determine whether the device malfunction resulted in ¿no scope screen.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.